Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign objects in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The reportable malfunction was confirmed. Based on the results of the investigation t definitive root cause could not be determined. It is likely the following led to the malfunction: there was deviation from IFU in reprocessing steps on the locations where foreign material remained. (Refer to ga24243738-2, ga24155134-1. Different product group) the foreign material may have been unremoved because the device was not reprocessed properly by leak from the insertion section. Leak occurred from the insertion section. The event can be detected/prevented by following the instructions for use: operation manual chapter 3 preparation and inspection and reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.